Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of five on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the registered nurse (rn) close the clamps to the bags, patient line, and transfer set. The tsr had the rn cycle power and the hc went to ¿press go to start.¿ the rn disconnected the home patient (hp) and supplies. The tsr advised to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.